Manufacturer narrative:
The customer disposed of the old charger. A field service technician replaced with a new charger. The unit is working properly.

Event description:
Consumer alleges charger caught fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Consumer alleges charger caught fire.